Manufacturer narrative:
(B)(4). Litigation alleges patient had pain after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient seeking legal action.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; scar tissue; small amount of fluid exuded from the pseudocapsule area; the bone of rim of acetabulum somewhat thin and of poor quality; some soft tissue in the pulvinar which was minimal. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.